Event description:
"Had got resident up in sling on the lift and went to turn him to put in w/c when the strap came off and resident lands on his head and right side. No injuries noted. Resident c/o headache. Informed cna, not resident."